Event description:
A helathcare worker experienced a painless whitening of the skin on the finger after removing an item from a load after the cycle completed. Medical attention was not sought and the symptoms resolved within 1 day. The vaporizer plate was not in place at the time of the event.